Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in a patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The account found the side rail assembly was inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the side rail assembly to resolve the issue. Based on this information, no further action is required.